Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It reported that two (2) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The correct aware date is 03/01/2019, previously submitted as 02/28/2019. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between december 20, 2018 - december 22, 2018. The actual samples were received for evaluation. Unaided visual inspection identified a tear across the top left corner of one (1) bag and did not identify any abnormalities for the second bag. Functional testing was performed which revealed a leak from the top left corner of the bag with a tear and a leak at the bottom of the bag near the spike port tubing of the second bag. Magnified inspection observed a tear/hole at the bottom of the second bag near the left side of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.